Event description:
Procedure type: da vinci prostatectomy. According to the reporter: the surgeon was using the suture in question and the needle tip broke. The tip was not recovered, although they x-rayed the patient. They did flush the patient with saline solution, so it is possible that the needle tip was flushed out. The portion that broke off was no more than 1-2 mm in length. The case was delayed more than 30 minutes. There was no bleeding reported in excess of 250cc. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).